Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that two weeks ago, the leads "fell out" and the lead have been "taken care of". The patient also states that now their pulse rate is thirty six. Records indicate that the device and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
No data medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported by the patient that when they had the first implant in florida in 2015 and "ten days later I was back in the hospital. The leads came out of my heart and it was arcing in there." The lead was revised at that time and remains in use. It was also reported that the implanting physician may have "punctured my heart". No further patient complications have been reported as a result of this event.